Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that the sensation plus 50cc had a gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
E1 section, the full event site name is (B)(6) medical center. The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields - b4, d4 UDI number, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: g2. The complaint was received through a direct call from the customer to the emergency support program. It was reported that the sensation plus 50cc had a gas loss alarm on a fiberoptic balloon catheter. She stated the gas loss alarm had been alarming for approximately 45 minutes. Nurse reported the primary rn had troubleshot the gas loss alarm by pressing the start button which did not resolve the alarm. The primary nurse reported the standby banner on the iabp screen read 35 minutes. Esp member reviewed the proper troubleshooting of the gas loss alarm; however, esp member also stated getinge¿s recommendation per the IFU that the balloon catheter should not be inactive for more than 30 minutes due to the potential for thrombus formation. Dr. Stated she planned to remove the balloon catheter immediately. Esp member provided my direct contact information and asked her or the primary rn to called directly should they need any additional troubleshooting assistance or had any other questions. Esp member was unable to collect product surveillance at that time due to dr. And the primary nurse prioritizing patient care. Esp member asked both of them to keep the balloon catheter post-removal. Dr. And the primary nurse appreciated the support provided and had no other questions. Esp member followed up the (on-coming) primary rn to collect product surveillance. Nurse reported the physician was able to replace the balloon catheter successfully, and that all waveforms were appropriate. Esp member collected patient demographics. However, esp member was unsuccessful of collecting the sn of the balloon catheter due to the cath lab removing the white y-fitting from the balloon catheter.

Event description:
N/a.